Manufacturer narrative:
Based on the logfile analysis, the reported symptom could be confirmed. It was found that the supervisor function detected a sporadic loss of the signal from the sensor that monitors the inspiratory cylinder pressure. To protect the patient from potentially hazardous output and to prevent from damages to the ventilator unit, the device is designed to shut-down automatic ventilation and to post a corresponding "ventilator failure" alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible; the monitoring functions are still available as well. Dräger finally concludes that the workstation responded as designed upon the deviation and alarmed accordingly to alert the user. The circuit board on which the pressure sensor is located has already been replaced. After replacement, the device was tested and returned back to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.